Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed one record of power on reset dated (B)(6) 2016. On investigation, the pump powered on properly for testing. The returned battery cap fit properly to the pump. The pump was exercised for 24 hours without loss of or interruption in power. Investigation did not duplicate the complaint.